Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm seguin annuloplasty ring was chosen for implantation. During the implantation, the ring dislodged from the holder handle and fell into the left ventricular cavity. The ring was surgically retrieved and a replacement non-abbott device was used to complete the mitral valve replacement. The patient remained hemodynamically stable throughout the procedure. The patient remained on cardiopulmonary bypass throughout. There was no clinically significant delay.

Manufacturer narrative:
An event of ring dislodged from the holder handle was reported. The device was returned to abbott for analysis. The investigation found that the sewing thread on the ring was noted to be broken. There was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. There was no orifice damage observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Images received appeared to show the packed ring. The device damage might be due to handling during explant but cannot be confirmed. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 28mm seguin annuloplasty ring was chosen for implantation. During the implantation, the ring dislodged from the holder handle and fell into the left ventricular cavity. The ring was surgically retrieved and a replacement non-abbott device was used to complete the mitral valve replacement. The patient remained hemodynamically stable throughout the procedure. The patient remained on cardiopulmonary bypass throughout. There was no clinically significant delay.